Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. Subsequently, the pump reset unexpectedly. The customer's blood glucose level was 175 mg/dl at the time of the events. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery. The customer reported that the pump would continue to be used for insulin therapy.